Event description:
Hello, I had right ilioinguinal hernia repaired on (B)(6) 2010 using laparoscopic bard 3" x 6" mesh. I have had a great many health issues since surgery. I've been on work comp since (B)(6) 2011. Does this raise a red flag in your thoughts? My home phone (B)(6). Thank you.